Manufacturer narrative:
The analysis was performed on a cobas 5800 analyzer (serial number: (B)(6)). The investigation determined that the observed discrepancies were consistent with samples at or near the limit of detection (lod) of the assay. Variability in results for such samples is an expected phenomenon. Contributing factors to the discrepancies included late cycle threshold (CT) values close to the detection limit, potential sample quality or handling issues, technical variability, and the possible presence of inhibitors. These factors can lead to inconsistent detection of low target material across multiple runs. No harm was alleged as a result of the discrepancies.

Event description:
The initial reporter alleged discrepant results were generated using the kit cobas 58/68/8800 mpx 480t ivd assay on the cobas 5800 instrument. The allegation involved three donor samples: - sample (B)(6): the initial run detected the presence of the target with a cycle threshold (CT) value of 37.9. A retest did not detect the target. - sample (B)(6): the initial run did not detect the target. A retest detected the target with a CT value of 38.09 and a very low titer of 28 copies per milliliter (cp/ml). - sample (B)(6): the initial run detected the target with a CT value of 38.72. A retest did not detect the target. Serology results were provided but could not be matched to the specific samples. No harm was alleged due to the result discrepancies.